Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. A medical review examined images of event and could not confirm if burn or just redness occurred. Customer reported no system errors or anything out of the ordinary occurred during treatment. Based on the evaluation of the data, the handpiece and system performed as expected. No issues found during the evaluation of treatment tip. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage cpt treatment.

Manufacturer narrative:
An evaluation of the tip has been completed. The tip passed leak, visual and thermistor testing. A functional test was not performed due to the tip being used past allowable usage. The tip failed mux testing. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient underwent a laser treatment on their buttock. At the beginning of treatment, the patient experienced a burning sensation and treatment was stopped. Five minutes after treatment stopped four linear red blisters in the shape of the letter l were observed on their left upper lateral buttock. A second tip was used and treatment was completed successfully. Bacitracin ointment mixed with cordran .05% cream was used to treat the area. The patient was instructed to treat the area twice a day for three days with cordran .05% and use the bacitracin ointment for one to two weeks. It was also recommended that the patient avoid exposing the affected to direct sun light. No pain medication or anesthesia was given during treatment. No other treatments were performed on the area during the procedure and the patient has not undergone any other treatments within the past 30 days. This is the first time this tip was used. The tip was inspected prior to use and no irregularities were noticed. The tip was also re-inspected during the procedure and it appeared intact. The patient has healed and there will be no permanent damage to the affected area.